Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left motor is loud and is jerking and acting erratic.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the brake handle stop pin has come out allowing the micro switch to be broken, which confirmed the original complaint issue.

Event description:
Dealer states the left motor is loud and is jerking and acting erratic.